Event description:
For this incident, two fast-fix devices deployed t1 successfully but t2 on both devices would not deploy. As a result, the t1 from both devices remains anchored in the meniscus of the patient. No procedural delay or patient injury has been reported.